Manufacturer narrative:
Device evaluated by MFR. Synergy xd mr us 3.00 x 24mm stent delivery system was returned for analysis. Visual, tactile, microscopic, and dimensional analysis was performed on the device. Visual and tactile inspection noted multiple kinks along the hyptoube shaft. There were no issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis revealed there was no sign of damage, stretching or lifting of the stent struts. There were no signs of movement, the stent was set between the proximal and distal markerbands. The bumper tip showed no signs of distal tip damage. Dimenesional testing of the crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
It was reported that the stent was under expanded and the patient died. The patient presented in critical, unstable condition and was on support. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. After plain old balloon angioplasty (poba) was performed with a 2.0 balloon in the totally occluded lad, flow was partially restored. A 3.00 x 24mm synergy xd drug-eluting stent (des) was advanced for treatment. However, it appeared that the stent was extremely under expanded. This prevented the 2.50 x 24mm synergy xd and 2.50 x 12mm synergy xd stents from crossing the placed stent for distal placement in the lad. The physician was unable to re-establish flow to the totally occluded lad. The patient deteriorated quickly and died on the table.

Event description:
It was reported that the stent was under expanded and the patient died. The patient presented in critical, unstable condition and was on support. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. After plain old balloon angioplasty (poba) was performed with a 2.0 balloon in the totally occluded lad, flow was partially restored. A 3.00 x 24mm synergy xd drug-eluting stent (des) was advanced for treatment. However, it appeared that the stent was extremely under expanded. This prevented the 2.50 x 24mm synergy xd and 2.50 x 12mm synergy xd stents from crossing the placed stent for distal placement in the lad. The physician was unable to re-establish flow to the totally occluded lad. The patient deteriorated quickly and died on the table.